Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during an atrial arrhythmia. The lead was reprogrammed. A couple weeks later, the lead once again exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.